Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. (B)(6). Device broke intra-operatively and was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: during surgery a fragment of a screw broke off when the surgeon was attempting to insert the screw. The surgeon utilized another screw and had no reported issues. The fragment was clearly visible and the surgeon was able to retrieve fragment from the patient. There was no surgical delay.

Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not considered to have been implanted or explanted. Manufacturing investigation evaluation: part received not in the original packaging: no lot number etched on part. The residue referred in the complaint has not been returned. No device history review possible as no lot number is at our disposal. The visual inspection performed on the returned part showed that the surface of the product has been damaged post production; the device displays screwdriver imprints on it. No visual defects nor signs of detachment of a metal material that could be manufacturing related have been identified. Considering that there is no evidence of non-conformance, the product is conforming from a manufacturing perspective. The involved metal residue has not been returned, so it is not possible to evaluate if it was originated by the screw or by the screwdriver. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a piece of metal material has been detached from a head of one screw when surgeon tried to put the screw in. During the next screws that were implanted, similar effect wasn't reported. This piece of metal has been clearly visible so surgeon could easily remove it from patient body. Surgery time was not extended. This report is 1 of 1 for (B)(4).